Event description:
Incident as reported. Laparoscopic cholecystectomy - "this is the complaint from the market (our staff from sales and marketing dept): abdominal air pressure could not be increased after pneumoperitoneum through a small incision, but the surgery continued without identifying its cause. Then, a rubber piece was found in the abdominal cavity, by which it turned out that the septum is broken." Patient status: there was no pt injury, as the piece of seal which fell off into body cavity was retrieved with forceps. Type of intervention: the piece of seal which fell off into body cavity was retrieved with forceps.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.